Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d9, h3, and h6 to include device evaluation updates. The device was returned to olympus for inspection, and the customer's complaint of "no image on monitor", "touch display blackout", and "color bar on monitor" was not confirmed. Additionally, the repair center found minor dust inside the unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified since the device operated properly and image display had no problem. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer restarted the machine by manually turning the machine off and then on to resolve the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center was inspected before use and the liquid crystal display had blacked out. The color bar appeared on the monitor and there was no image on the monitor during camera insertion. The issue occurred before the patient was anaesthetized. The therapeutic procedure was completed with the same set of equipment. There were no reports of patient harm.